Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported mr could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the worsening mitral regurgitation. It was reported as a general comment by a physician that after several procedures, the mitral regurgitation (mr) was worsened after implantation of the mitraclip. No additional information was provided.